Manufacturer narrative:
An event of paravalvular leak (pvl), valve underexpansion, heart block, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history or heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, the implant depth was 1mm from the non-coronary cusp (shallower than the recommended 3mm), the valve was severely calcified, some calcification affecting valve expansion was noted, and there were no deployment difficulties. No information was received regarding patient annular dimensions. It was also noted that the pvl was related to severe calcification and valve eccentricity before the post-implant dilation was performed, the physician believes the post-implant dilation caused the heart block, and the physician re-sheathed the valve more than twice. Based on available information, the reported pvl appears to be related to a combination of patient condition and procedural conditions (severe calcification and valve eccentricity). The reported valve underexpansion appears to be related to patient condition (severely calcification). A cause for the reported heart block appears to be related to procedural conditions (post-implant dilation). The reported improper or incorrect procedure or method is related to the user re-sheathing the valve more than twice during the procedure. Per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Information from the field indicated that more than 2 re-sheaths were performed, and that the physician was aware of the warning. This deviation did not cause or contribute to any issues. Therefore, a letter will not be sent to the account regarding this deviation.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be provided with all additional relevant information.

Event description:
Clinical information:(B)(4) vista registry, patient site ID: (B)(6). It was noted that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted that the navitor valve was re-sheathed a total of 3 times during procedure due to being deployed too high. There was no difficulty implanting the 27mm navitor, such as deployment or retraction difficulties. It was also noted post-implant, that a post-implant balloon aortic valvuloplasty (bav) was performed using a 25mm non-abbott device due to moderate perivalvular leakage (pvl). There was calcium interference noted affecting the expansion of the 27mm navitor valve. There was no relevant calcification extending beneath the aortic annular plane in the interventricular septum. There was sufficient calcium to allow sealing and an even distribution of calcium on all 3 native leaflets. The final non-coronary cusp implant depth was 1mm and the final left coronary cusp implant depth was 0mm. It was also noted post-procedure, that the patient had developed a complete heart block. The patient became dependent of their temporary pacemaker. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. On (B)(6) 2024, an echocardiogram revealed that there was no pvl present. The cause of the patient's pvl is attributed a severely calcified native aortic valve (calcium score 2930) and the navitor being very eccentric post-implant. The cause of the patient's complete heart block is attributed to post-implant bav. The patient was discharged in excellent shape on (B)(6) 2024.